Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and noticed the sample probe was leaking water. The fse replaced the defective valve assembly to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned one patient results due to getting 3201 sample probe clogging detection errors on their au480 clinical chemistry analyzer. The customer did not provide the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.